Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product code information provided with initial report was incorrect. The correct information has been provided in d1/d2 section of this report.

Manufacturer narrative:
On (b(6) 2021 the customer alleged insulin pump had blinking light, flashes and blank display. Customer went to the beach. The insulin pump had minor scratched display window, scratched case and pillowing keypad overlay. The insulin pump had blank display. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to program and monitored insulin pump for pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm due to blank display. Unable to download the insulin pump history using thus due to blank display. However, using a test electrical board 1 and the original electrical board 2, the unit was able to power up properly. Download the insulin pump successfully using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No pump error 25, power loss alarm, replace battery alert or replace battery now alarm noted in the pump trace download. No unexpected low battery alert in the pump trace download. The prior low battery alerts was on (B)(6) 2021 09:42:00.000 and on (B)(6) 2021 15:35:01.000. During visual inspection, the motor had a corroded motor home switch. The force sensor was corroded. The insulin pump had blank display due to severely corroded electronic assembly causing the power connector to become loose from the electrical board 1. Unable to verify blinking light anomaly and flashing anomaly due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump not turning on. Customer stated that they changed the battery but insulin pump only blinking and flashing. Customer stated that display was blank at the time of call. Customer stated that contact on the battery cap was neither missing or damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that spring was neither damaged nor corroded. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.